Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been having problems with their infusion sets and have been receiving no delivery alarms and bent cannulas. Her blood glucose was 425 mg/dl at the time of the incident and she had to change her set three times. She treated with a manual injection and said that her current blood glucose is 117 mg/dl. During troubleshooting for high blood glucose, the customer said that her blood glucose is 96 mg/dl. She said that as a backup plan, she¿ll look into getting long-lasting insulin and that she did treat with an injection. The customer declined to troubleshoot her pump for the high blood glucose because she said that she felt the pump was working fine and feels as though the issue is with the infusion sets. During troubleshooting for the no delivery alarm, she noticed that the infusion set cannula was bent. She said that the cannula bent within the first day of use. The customer was advised to the infusion set and to return it as soon as possible. The infusion set will not be returning for analysis. The infusion set and reservoir will be returning for analysis.